Event description:
Per dealer, both brakes are faulty. One is not holding the other is giving code error e501 right brake fault.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.